Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with an incompletely closed blue clip. Functional testing was performed on the event unit where the remaining clip loaded and closed properly when fired. The event unit was disassembled, and no non-conformances were observed on the internal components. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to confirm that a product malfunction occurred. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap cholysystectomy. Event description: hospital: [instiution]. During a lap cholysystectomy the cystic artery was clipped with the epix clip applier prior to the artery being ligated. Cystic artery was clipped using the epix clip applier prior to the cystic artery being ligated. Once that was done the artery was ligated and then started bleeding profusely. Clips all looked like they were closed when inserted. Surgeon had to end up inserting a drain into the patients abdomen to drain the excess blood. The surgeon managed to stop the bleeding and a drain was inserted. Additional hemolock clips were applied. [Brand name] absorbant product was used to absorb some of the blood, and a drain inserted. Information from user complaint form: a haemostatic agent was introduced to help stop the bleeding. Additional information received from distributor via email 8mar23: patient seems to be doing well. The volume of blood lost was approximately +_ 10mls. The clip fully loaded into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic¿. The surgeon fully skeletonize the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. The apex of the clip did not close. Patient status: patient seems to be doing well. Intervention: additional hemolock clips were applied. A haemostatic agent was introduced to help stop the bleeding.

Event description:
Procedure performed: lap cholysystectomy. Event description: hospital: [institution]. During a lap cholysystectomy the cystic artery was clipped with the epix clip applier prior to the artery being ligated. Cystic artery was clipped using the epix clip applier prior to the cystic artery being ligated. Once that was done the artery was ligated and then started bleeding profusely. Clips all looked like they were closed when inserted. Surgeon had to end up inserting a drain into the patients abdomen to drain the excess blood. The surgeon managed to stop the bleeding and a drain was inserted. Additional hemolock clips were applied. [Brand name] absorbant product was used to absorb some of the blood, and a drain inserted. Information from user complaint form: a haemostatic agent was introduced to help stop the bleeding. Additional information received from distributor via email 8mar23: patient seems to be doing well. The volume of blood lost was approximately +_ 10mls. The clip fully loaded into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic¿. The surgeon fully skeletonize the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. The apex of the clip did not close. Patient status: patient seems to be doing well. Intervention: additional hemolock clips were applied. A haemostatic agent was introduced to help stop the bleeding.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.